Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. No samples were returned from the customer for review, which limits our ability to confirm the defect through physical evaluation. Based on the description provided, the most likely root cause is its relationship to the previously identified hub-cracking issue that was investigated and formally mitigated through a design change implemented in 2024. As part of that corrective action, the hub material was changed to pebax to improve durability and prevent cracking. The first lot manufactured with the updated pebax design was produced in march 2024. The lot associated with this complaint was manufactured in august 2023, which places it prior to the implementation of the design improvement. Therefore, this lot is considered pre-implementation, and the issue has already been addressed through the design change. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A rn supervisor reported that eleven hours after placing a PICC lint, the hub was noted to be cracked. The PICC was replaced by PICC team on 9/29. This device was retained by PICC team member who documented that the device was "saved to return¿ piv was required to continue therapy until new PICC was placed. There was no patient injury.